Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient experienced a tear in their peritoneal cavity. The patient has since transitioned to hemodialysis (hd) after being on pd therapy for 3-6 months. Attempts to obtain additional information were unsuccessful. It is unknown if this tear was physiological or caused by a mechanical issue such as the pd catheter (not a fresenius product). Most leaks in the peritoneal cavity are due to congenital or acquired diaphragmatic defects. There is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient experienced a tear in their peritoneal cavity. The patient has since transitioned to hemodialysis (hd) after being on pd therapy for 3-6 months. Attempts to obtain additional information were unsuccessful. It is unknown if this tear was physiological or caused by a mechanical issue such as the pd catheter (not a fresenius product). Most leaks in the peritoneal cavity are due to congenital or acquired diaphragmatic defects. There is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.